Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon evaluation, the pulse wire inside the distribution node (dn) was cut, creating a short to the dn pca board. The short induced thermal damage to the pca board. The cause of the pulse test failure is the cut wire. The root cause of the cut wire cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it failed pulse testing.